Manufacturer narrative:
Analysis of historical records the device involved in this event has not yet been received by orthofix srl. Unfortunately also the batch number has not been made available, therefore it was not possible to perform the verification of the historical data. Technical evaluation a technical evaluation of the device used was not performed as the device has not been made available for the investigation (device lost in the hospital's sterilisation service). Unfortunately, no information about lot involved is available, therefore it is not possible to perform any technical evaluation. Medical evaluation the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "We are not told of the exact circumstances of the breakage of this fixation bolt. It happened during an outpatient visit for review. We must assume that the bolt did not break while the surgeon was just looking at it; there must have been some sort of adjustment or tightening happening for the breakage to occur. We must assume that the nut on the bolt was tightened so much as to load the bolt more than its design criteria, and it broke. It was possible to apply another bolt and re-tension the wire as an outpatient, so the patient came to no harm.". Final comments a technical evaluation of the device used was not performed as the device has not been made available for the investigation (device lost in the hospital's sterilisation service). Unfortunately, no information about lot involved is available, therefore it is not possible to perform any technical evaluation. The medical evaluation evidenced as follows: "we are not told of the exact circumstances of the breakage of this fixation bolt. It happened during an outpatient visit for review. We must assume that the bolt did not break while the surgeon was just looking at it; there must have been some sort of adjustment or tightening happening for the breakage to occur. We must assume that the nut on the bolt was tightened so much as to load the bolt more than its design criteria, and it broke. It was possible to apply another bolt and re-tension the wire as an outpatient, so the patient came to no harm.". Considering the event description, a tl bolt was broken, but no information has been provided on the actual procedure put in place, such as pre and post-operative x-rays, nor the product involved has been returned for evaluation, nor the product lot number have been disclosed. Therefore, it is not possible to finalize the investigation and determine the root cause of the event notified. Should the device involved or new information become available for the technical evaluation, orthofix srl will promptly re-open the case and finalize the investigation. Orthofix continues monitoring the products on the market.

Event description:
The information initially provided by the local distributor indicated: "we have had a report of tl, bolt, wire fixation, universal (part number 54-1152) sheered in two along the side capture trench at (B)(6)". On december 2, 2015, orthofix srl received the following additional information: (B)(4). Lot: illegible due to sheared bolt. Quantity: 1. Hospital name: (B)(6). Surgeon name: mr (B)(6). Date of surgery: (B)(6) 2015. Body part to which device was applied: r. Tibia. Surgery description: correction. Patient's information: (B)(6), female. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: sheared universal wire fixation bolt along the line of the side capture portion during post-operation clinic appointment ((B)(6) 2015). New universal wire fixation bolt had to fit and wire re-tensioned. The complaint report form also indicated: the device failure did not have any adverse effects on patient. The surgery was completed with the used device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. Copies of the operative report are not available. Copies of the x-ray images are not available. Patient current health condition: continuing with deformity correction prescription. On january 13, 2016, orthofix srl received the following additional information: unfortunately, we are unable to send the device for evaluation as seems it is lost within the hospital's sterilization service. I will keep you posted if I receive any further information related to device or patient. (B)(4).

Manufacturer narrative:
Analysis of historical records the device involved in this event has not yet been received by orthofix srl. Unfortunately also the batch number has not been made available, therefore it was not possible to perform the verification of the historical data. Technical evaluation the technical evaluation of the device involved will be performed as soon as the device becomes available. Medical evaluation the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation will be available. As soon as the results of the investigation will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicated: "we have had a report of tl, bolt, wire fixation, universal (part number 54-1152) sheered in two along the side capture trench at hull royal infirmary". On december 2, 2015, orthofix srl received the following additional information: device code: 54-1152 (tl,bolt, wire fixation, universal). Lot: illegible due to sheared bolt. Quantity: 1. Hospital name: (B)(6). Surgeon name: mr (B)(6). Date of surgery: (B)(6) 2015. Body part to which device was applied: r. Tibia. Surgery description: correction. Patient's information: (B)(6), female. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: sheared universal wire fixation bolt along the line of the side capture portion during post-operation clinic appointment ((B)(6) 2015). New universal wire fixation bolt had to fit and wire re-tensioned. The complaint report form also indicated: the device failure did not have any adverse effects on patient. The surgery was completed with the used device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. Copies of the operative report are not available. Copies of the x-ray images are not available. Patient current health condition: continuing with deformity correction prescription. (B)(4).